Event description:
Information was subsequently received that this device was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that during a routine follow-up appointment, the field representative was unable to lower the pacing rate. Additionally, the field representative was unable to perform any testing. After some discussion with the patient, he complained of pre-syncopal episodes which could be a result of treated ventricular tachycardia (vt). The patient also noted he collapsed after walking through a metal detector. The device memory was reviewed by boston scientific technical services (ts) and the memory was corrupt. It appeared the permanent brady and tachy therapy were functioning appropriately. There were no other indications that the device was malfunctioning. The corruption was unrecoverable and a device replacement was recommended. As a device malfunction was suspected, a replacement procedure was scheduled. No adverse patient effects were reported.

Event description:
Information was subsequently received that the patient received nine shocks. As a result, an urgent device replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted no anomalies. The device was at middle of life 2 (mol2). Manual lead impedance measurements were not possible. Both ventricular and atrial pacing pulses were verified. Testing verified that the output bridge was intact. An episode was induced, the device sensed, chanrged and delivered the appropriate shock. Changes were made to the system active process address and following the changes, manual lead impedance tests were possible. The reason for the inability to perform diagnostic tests was most likely due to a seu (single event upset) which corrupted the system active process memory address.